Event description:
User reports a leak coming from the bottom center of the instrument, occurring once today. No patients were affected and the operator was not harmed. The field service representative determined the wash station plug to be the cause and he replaced the plug. He primed the instrument to verify the leak as no longer occurring and performance tests were performed.